Manufacturer narrative:
Concomitant medications taken at the time of the event included: simvastatin 40mg daily since (B)(6) 2010. Avapro 150mg daily since (B)(6) 2010. Lasix 40mg daily since (B)(6) 2011. Plavix 75mg daily since (B)(6) 2011. This is an initial/final MDR report. Complaint conclusion: as reported via the (B)(6) study, a patient experienced thrombosis and restenosis approximately 21 months after the index procedure. This is a (B)(6) male with medical history including ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction (1987), history of chronic pulmonary disease, and prostatic hypertrophy. At the time of the index procedure, angiography revealed 80% stenosis in the proximal left anterior descending (lad) artery that was described as 23mm in length, and de novo. A 3.0 x 23mm cypher rx was implanted at 24atm by direct stenting and was post-dilated per standard procedure with a 3.5 x 15mm balloon at 24atm. The index procedure cath report also mentioned that there was 50% stenosis proximal to the lesion (the lesion treated was after the origin of a small diagonal). The report also mentioned obtuse marginal stenosis that would be treated at a later time. The patient was discharged the following day. Approximately 21 months after the index procedure, the patient presented with fatigue, exertional dyspnea and orthopnea. Angiography revealed the stent in the proximal segment of the lad was widely patent, but the ostial lad, right before the stent, had severe 80-90% stenosis which was fairly focal. There was also significant stenosis in the obtuse marginal that could not be treated. It was decided at that time to refer the patient for a CABG to treat both lesions. Approximately three weeks later, the patient presented with stable angina, and an endeavor sprint rx stent was placed in the lm/lad lesion to treat restenosis and thrombosis with no residual stenosis. The endeavor stent was placed partially inside the cypher stent. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096570 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. It is unknown if the patient was maintained on a dual anti-platelet medication regimen. There are patient, medication and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.

Event description:
As reported via the (B)(6) study on (B)(6) 2012, a patient experienced thrombosis and restenosis 21 months after the index procedure. At the time of the index procedure, angiography revealed 80% stenosis in the proximal left anterior descending (lad) artery that was described as 23mm in length, and de novo. A 3.0 x 23mm cypher rx was implanted at 24atm by direct stenting and was post-dilated per standard procedure with a 3.5 x 15mm balloon at 24atm. The index procedure cath report also mentioned that there was 50% stenosis proximal to the lesion (the lesion treated was after the origin of a small diagonal. The report also mentioned obtuse marginal stenosis that would be treated at a later time. The patient was discharged the following day. Approximately 21 months after the index procedure, the patient presented with fatigue, exertional dyspnea and orthopnea. Angiography revealed the stent in the proximal segment of the lad was widely patent, but the ostial lad, right before the stent, had severe 80-90% stenosis which was fairly focal. There was also significant stenosis in the obtuse marginal that could not be treated. It was decided at that time to refer the patient for a CABG to treat both lesions. Approximately three weeks later, the patient presented with stable angina, and an endeavor sprint rx stent was placed in the lm/lad lesion to treat restenosis and thrombosis with no residual stenosis. The endeavor stent was placed partially inside the cypher stent.